Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. As per additional information received from the field representative, the patient had a blood infection that ended up on the patient's valves. Hence, everything had to be extracted. The patient was also put on intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.